Event description:
It was reported that the lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the proximal insulation to be abraded at 12.5 cm from the connector, most likely due to friction with the device can. This abrasion could have caused the reported noise.